Event description:
(B)(4). I was implanted with essure in (B)(6) of 2011 after giving birth to my son. This medical device is now manufactured by bayer, formally by conceptus inc. I did not receive a card with a lot number or model number at the time of implant. This device has a three year shelf life, however I do not have that expiration date. Immediately after having essure inserted I began to experience symptoms that at that time I blamed on post part-tum depression. I would later come to realize that these effects were not going to go away. Since having essure I have experienced massive mood swings, unexplained weight gain that I am unable to lose, fatigue, cramps and bloating, severe dry skin (psoriasis) , brain fog so severe that I have forgotten where I was, what I am doing and almost who I am. During my menstrual cycle I bleed very heavy, and have severe cramps. I have been to the doctor and visited the emergency room, only to be told that I am depressed. No amount of exercise, eating right, or health choices I make seem to make a difference in the way I feel. Essure is still inside of me, but I am seeing my pcp (B)(6) 2015 to talk about having a hysterectomy to get this device removed. Essure has ruined my life, and I am ready to get it back.